Event description:
Sideport 7.5 sheath flushed without any problems, its dilator flushed and inserted into the sheath without incident. Sheath inserted over the .035 j wire into patient with no incident either. When the wire was pulled out and dilator in it, the sheath diaphragm was leaking heme (blood). That sheath system was then re-entered over the wire again for the sheath/dilator without the sideport. It too was prepped and inserted to patient without any incident but then leaked again. The sheath that came in the iabp kit was exchanged for a regular 8f sheath and was changed out and worked fine.